Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Investigation found no issues or damages to the slide retract or linkage assembly that would lead to a malfunction with the formed needle retracting properly. The pod ran for 548 pulses and then was deactivated by the user. The formed needle tip was noted to be slightly rounded. It could not be determined if this affected the pod during insertion, causing the customer pain related symptoms.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached 274 mg/dl while wearing the pod for less than 24 hours. After patient experienced pain at the infusion site, it was discovered that the needle had not retracted as intended and was still visible in the cannula; this is indicative of a needle mechanism failure. Method of treatment was not disclosed by the patient.